Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic (automated impella controller) issue was a defective blue receptacle. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was noted after preparing the pump, it was connected to the automated impella controller (aic). The aic then reported an optical sensor error. The staff disconnected the pump once and checked the sensor, but the problem persisted. A second aic was started.